Event description:
(B)(6) the end user states one of the legs broke off. End user states the provider whom he purchased the unit is no longer in business. End user states he took the rollator to (B)(6)and the lady at the desk states she was not able to determine a model or lot number. End user was advised will need to wait until the tech was available at (B)(6) to try and determine the model and lot number to verify if we have a leg available to purchase via (B)(6). End user states he has had the unit for about 2.5 years. End user has left the unit with (B)(6).